Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer required assistance to treat low blood glucose levels. Additionally, the customer required assistance to treat an elevated blood glucose level (value not provided). Reportedly, the customer experienced diabetic ketoacidosis. No additional information was provided and the customer declined troubleshooting with tandem technical support.